Event description:
It was reported that the integrated tube protection sleeve of the hollister anchorfast guard oral endotracheal tube securement device broke while in use on a patient. It was reported that the tube protection sleeve was found broken during an assessment, it was a single break between the shuttle clamp and the tube protection sleeve, and the broken sleeve stayed securely around the et tube. It was reported that the et tube itself needed to be removed and new one inserted associated with this breakage since they were unable to get the tube protection sleeve off the et tube. It was also reported that they replaced the anchorfast guard with a new one during this tube exchange. It was reported that the respiratory therapist said the patient was not on appropriate sedation.

Manufacturer narrative:
The device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. Since neither the device nor a photo of the issue was provided, hollister is unable to independently confirm the reported device breakage. The lot number was not provided so a device history records (DHR) review could not be carried out. Based on the information provided, a root cause could not be conclusively determined. Hollister will continue to monitor this reported issue.